Event description:
The manufacturer received information alleging ventilator service required error code was found on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was evaluated at the manufacturer service center. During the evaluation it was noted that the error code, internal battery permanent failure (e-0193), was observed on the device's error log. The manufacturer's service technician evaluated and determined the internal battery had caused the error code to occur on the device. In conclusion, the device's internal battery was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the rubber feet were replaced for missing on the device, which was unrelated for the reportable issue.